Event description:
The patient reported feeling sensation over the battery and side in 2007. The following month, he reported that he felt electrical shocking sensations, and tingling down his legs, even when the device was turned off. The patient had met with the company representative who had turned the device down to the lowest settings. The patient was redirected to report symptoms to the physician. Additional information was received from the hcp who stated the patient had reported unusual sensations near the scs pocket at follow-up. Results of a thoracic x-ray obtained the same month, were negative; no problems were detected at the ipg site. The hcp provided the patient had experienced "some psychological problems when he was having the unusual sensations, and they were attributing the symptoms to that as well." The patient had not contacted the hcp again, and was thought to have completed a full evaluation of the system by the company representative.